Manufacturer narrative:
The user experienced hyperglycemia with ketones requiring emergency medical evaluation while using the ilet. This situation can result in acute metabolic decompensation requiring medical treatment and is consistent with the reported ER visit and same-day discharge. Engineering log review was not available for this event, and no device malfunction was reported or identified. The user reported that the event occurred following a supply change the night prior, and persistent hyperglycemia despite insulin delivery is consistent with a potential infusion site or fluid pathway issue. Based on available information, the cause of the event remains unclear, with a possible supply-related factor. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 12-mar-2026 it was reported that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose reported as high as 525 mg/dl, resulting in an ER visit. The user was treated with IV fluids and exogenous insulin and discharged the same day. The user recovered and ilet therapy was resumed.